Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold and the lead was dislodged. This right atrial (ra) lead was removed and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.